Event description:
It was reported that the implantable pacemaker intrinsic amplitude is out of range on this right ventricular (rv) lead. The presenting electrogram (egm) showed multiple undersensed ventricular beats observed. The current ventricular sensitivity is automatic gain control (agc) at 1.5mv (millivolts). The battery longevity is normal and the other lead measurements are satisfactory. This alert will not retrigger until the device is interrogated with a programmer. Further review was recommended. At this time, the device and lead remain in-service. No adverse patient effects were reported.